Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the pacemaker system including the right atrial (ra) and right ventricular (rv) leads were explanted due to a patient issue. The patient issue was not specified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5170977.